Event description:
Report received indicated that product was prepped and used according to the instructions for use. The filter was positioned in the indicated site, however, when attempt was made to pull the sheath back over the obturator, the sheath would not move. The filter and sheath were removed as a unit and exchanged for another to complete the procedure successfully. There was no pt injury. Product will be returned. Add'l info received indicated that catheter began to shred when retracting. Further finding during analysis indicated that one filter barb was found to be protruding the sheath cannula.

Manufacturer narrative:
During the deployment of a vena cava filter, the filter was positioned at the indicated site; however, when an attempt was made to pull the sheath back over the obturator, the sheath would not move. The filter was removed and exchanged for another filter and the procedure was successfully completed. The product was prepped and used according to the instructions for use. There was no reported pt injury. With the limited amount of info available and without the return of films of the procedure, it is not possible to determine the relationship between the device and the event. There was f6 long sheath with the optease filter inside received. The filter was located at 25 cm to the distal end of the long sheath. Dried blood was observed inside the sheath cannula. One filter barb was found to be protruding the sheath cannula. The sheath cannula had a bent condition at the position of protruding barb. MFR records for lot number r1105837 were reviewed and results indicate that product met quality requirements for product acceptance. All filters are visually inspected during the mfg process before they are loaded into the cartridge. After the filter was pushed backwards through the sheath cannula, it could be pushed forward out of the sheath cannula without problems. Microscopic examination of the deployed filter revealed no anomalies. Although the exact cause of the protruding barb through the sheath cannula wall could not conclusively be determined, it appears that it was caused during pushing of the filter through a severely bent sheath cannula. No corrective action will be taken as there are no indications that the complaint is related to the mfg process.